Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a bolus that was too large for the food consumed. Reportedly, the customer's blood glucose (bg) level was 56 mg/dl. To address bg level, the customer consumed soda. Recommendation was made to ensure that the customer does not deliver too much insulin for meals and to make sure bg levels are stabilized. The contact acknowledged.